Event description:
Caller states that a patient allegedly received the following results, with two different roche meters, within 10 minutes: 46 mg/dl (gts system 1) and 374 mg/dl (gts system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the gts system 2. Reference medwatch with (B)(6) for the gts system 1.